Manufacturer narrative:
The event unit was returned to applied medical for evaluation, along with one non-sterile clip. Visual inspection was performed on the returned unit. Engineering observed damage to the distal ramp of the channel support assembly (csa), a metal component in the shaft. Additionally, the complainant¿s experience is confirmed as the non-sterile returned clip was observed to be incompletely closed. Based on the condition of the returned unit and the description of the event, it is likely that the reported event was caused by the damaged csa. The probability and criticality of the harm resulting from this failure have been evaluated and were found to be at an acceptable level. Correction made to section h4, device manufacturing date.

Event description:
Procedure performed: laparoscopic cholecystectomy. Event description: "failed after 3 clips fired." Additional information was received via email on (B)(6)2023 from [(B)(6), account manager iii, applied medical when asked for additional information the rep stated that the first unit used was from lot #1478155 and once it failed was it replaced with the unit from lot #1482648. "Doubtful" that there was any pressure applied to the trigger while moving through the trocar. No clip was loaded into the jaws prior to the device¿s insertion/removal through the trocar. Also within this response email, the rep included the email they received from the client which stated "today dr (B)(6)had 2 on the case stop working after 3 clips and then another one was opened that that only fired 1 clip." Awaiting more information for clarification. Additional information was received via email on (B)(6) 2023 from [(B)(6)], account manager iii, applied medical when asked how many events occurred during the procedure on (B)(6), the rep responded "2) total clip appliers used on(B)(6)". "The tech that was in the room on(B)(6) is on pto today and I will gain more detail regarding the failure(s) on monday and follow up with all." Product available for return. Additional information was received via email on (B)(6) 2023 from [name], account manager iii, applied medical "the only info I can give is that the first clip applier, we used about 3-5 clips before if just would not engage anymore. The 2nd replacement applier the 1st clip would not clip all the way and when dr. (B)(6) went to pull it away, it tore some of the bile duct- per dr. (B)(6). We repaired it with an endoloop so patient is fine. The clip from that 2nd applier is in the bag of that one because it ended up flying to the floor and I grabbed it." Additional information was received via email on (B)(6) 2023 from [(B)(6)], engineer ii, applied medical note attached to returned unit states: "used 1 before getting stuck. Ripped bile duct." Patient status: "procedures completed". Intervention: "swapped out for new ca500¿s until complete".

Event description:
Procedure performed: laparoscopic cholecystectomy; event description: "failed after 3 clips fired." Additional information was received via email on 04may2023 from [name], account manager iii, applied medical when asked for additional information the rep stated that the first unit used was from lot #1478155 and once it failed was it replaced with the unit from lot #1482648. "Doubtful" that there was any pressure applied to the trigger while moving through the trocar. No clip was loaded into the jaws prior to the device¿s insertion/removal through the trocar. Also within this response email, the rep included the email they received from the client which stated "today [surgeon] had 2 on the case stop working after 3 clips and then another one was opened that that only fired 1 clip." Awaiting more information for clarification. Additional information was received via email on 05may2023 from [name], account manager iii, applied medical when asked how many events occurred during the procedure on (B)(6), the rep responded "2) total clip appliers used on (B)(6)". "The tech that was in the room on (B)(6) is on pto today and I will gain more detail regarding the failure(s) on monday and follow up with all." Product available for return: additional information was received via email on 08may2023 from [name], account manager iii, applied medical "the only info I can give is that the first clip applier, we used about 3-5 clips before if just would not engage anymore. The 2nd replacement applier the 1st clip would not clip all the way and when [surgeon] went to pull it away, it tore some of the bile duct- per [surgeon]. We repaired it with an [competitor device] so patient is fine. The clip from that 2nd applier is in the bag of that one because it ended up flying to the floor and I grabbed it." Patient status: patient is fine intervention: repaired it with an [competitor device].

Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow up report will be provided following the completion of the investigation.